Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: deformation and creases. Cloudy and bubbles after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Reason for reoperation: exchange of implant (capsular contracture found during surgery). This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left capsular contracture, baker grade unknown. The device has been explanted.